Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, h8. As the device was not returned to olympus for inspection, the reported failure of suction not working could not be confirmed. Based on the results of the investigation, and since the device was unavailable for evaluation, the root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofiberscope suction was not working. The issue occurred during preparation for use. There were no reports of patient harm.